Event description:
As reported, a navilyst convenience kit was being utilized in a left heart catheterization. During the procedure, air bubbles were visualized in the manifold. The end user believed that this was caused by the (crooked) connection of the syringe rotating adaptor onto the manifold. The air bubbles were observed in two kits used back-to-back on the same pt. No air was injected, and there were no pt complications. The device samples have been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the syringe product family for the failure mode "air bubbles." No adverse trends were identified. Two sets of used manifolds and syringes were returned and visualized microscopically. In set #1, the manifold was undamaged, however, the male luer stem (mls) of the syringe was slightly bent. When the two devices were attached together, the connection was crooked. In set #2, the manifold was noted to have a stress crack on the proximal female port. The mls of the syringe was slightly stretched and twisted near the base of the slip. The damage to both devices in set #2 is consistent with damage from over-tightening the connection between the components. When the two devices were attached together, the connection was crooked. Both manifolds were air leak tested per navilyst medical's procedures, and passed. Both syringes were vacuum gauge leak tested per navilyst medical's procedures, and also passed. When the devices from each sample set were connected together, fluid filled and attempts were made to aspirate and inject fluid through the manifold, leak-free connections were achieved. The female threads on the proximal female manifold ports were measured and found to be within specification. Based on the examination and testing of the returned samples, the most probable root cause is that the connection between the female luers of the manifolds and the rotating adaptors of the syringes were over-tightened. The over-tightened connections caused the mlss of the rotating adaptors to become crooked due to being slightly twisted and stretched, ultimately resulting in the hospital's reported complaint of the connections being crooked. This is further supported by the stress crack found in the proximal female of one of the manifold samples. Although the hospital's complaint of the connection being crooked was confirmed, the reported issue of air bubbles could not be duplicated through testing; therefore, the root cause of the air bubbles is unable to be determined. Mfg process controls for the syringe include visual inspection for excess silicone (which would also reveal a bent or damaged male slip), as well as in-process leak testing and post-swage verification that the syringe mls is undamaged. Additionally, the directions for use that is supplied with the reported kit specifically warns against over-tightening a connection due to the possible risk of damaging the components. (B)(4).